Event description:
A radial jaw 3 single-use biopsy forceps was used in a bronchoscopy procedure, during which 3 samples were obtained. Upon completion of the procedure, the bronchoscope is controlled for tightness. In this case, it was not tight (air was coming out of the working channel) at which time the nurse examined the forceps and noticed a wire protruding (like a needle out of the biopsy head) from the forcep. The patient's condition was reported as "ok."

Manufacturer narrative:
Other (protruding wire).